Manufacturer narrative:
A system controller log capturing data between (B)(6) 2017 was submitted for review. The analysis of the submitted log file confirmed a pump speed drop on (B)(6) 2017 associated with a motor stop alarm at 21:45 and a four second pump stoppage resulting in low speed and low flow hazard alarms at 21:50. The system controller was connected to a power module at the time of these events. An x-ray image of the driveline was submitted for review and showed an area minor shield breakdown on the external portion of the driveline; however, the x-ray images was inconclusive for any compromise to the integrity o the driveline wires. Based on previous complaint experience, the events captured in the log file could potentially be related to a driveline issue; however, this could not be determined solely on the log file evaluation. The patient was provided with a non-grounded patient cable for use with the power module and remains ongoing on lvad support. No further related issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had not experienced any weight gain and no abnormal forces had been applied to the driveline since implant. The patient reported two small events where the driveline was stuck on a door latch. It was reported that the alarms had occurred when the patient was standing in front of the bed in an upright position. The system controller alarmed when the patient switched from battery to power module support and stopped alarming when reconnected to batteries. A driveline evaluation was performed by a representative of the manufacturer's technical services team on (B)(6) 2017 and no damage to the external portion of the driveline was found. The driveline was tested for electrical continuity and all wires were found to be intact. No pump speed reduction or alarms could be reproduced with manipulation of the driveline or patient movements. During the evaluation. The hospital was informed of the results and decided to discharge the patient on a non-grounded patient cable for use with the power module. No further issues have been reported at this time.

Manufacturer narrative:
Device unique identifier (UDI) (B)(4). Approximate age of device ¿ 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that approximately 2 years and 5 months post implant, the system controller alarmed with a red heart alarm. The system controller log file showed one speed deceleration and one pump stoppage while the pump was connected to the power module. X-rays of the driveline showed one suspicious area on the portion of the driveline external to the patient. The patient was given a non-grounded patient cable for use with the power module and discharged from the hospital. A driveline evaluation was scheduled for 19sep2017. The patient was asymptomatic.